Event description:
It was reported that a l1 fracture in patient and dorsal instrumentation involving dislocation of the pedicle screws in l2. Due to this, revision surgery was performed with a switch to augmentable screws of a larger diameter in combination with high-viscosity vertaplex hv cement.

Manufacturer narrative:
Method: device history review. Results: the devices in questions were not returned back for evaluation and as a result additional testing and inspection could not be performed. The received x-rays do not reveal any clear images of the screws pulling out. However additional images of the construct clearly showing the screw pulling out weren¿t provided, as well as information regarding surgeon's insertion technique would aid in the investigation. No lot information could be obtained, so a manufacturing review could not be performed. Conclusion: due to no product being returned and lack of information, the cause of the customer reported screw pull out cannot be determined conclusively.

Event description:
It was reported that a l1 fracture in patient and dorsal instrumentation involving dislocation of the pedicle screws in l2. Due to this, revision surgery was performed with a switch to augmentable screws of a larger diameter in combination with high-viscosity vertaplex hv cement.